Manufacturer narrative:
Hill-rom tech support suggested the customer replaced the head up valve. Several attempts have been made to obtain resolution, however, no other info has been obtained.

Event description:
Info received indicated the head section would not raise.